Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the duodenum of a cancer patient on (B)(6) 2010. According to the complainant the patient had a blockage in the first and second part of the duodenum as a result of cancer. The patient's anatomy was tortuous. During the procedure, the guide wire was advanced across the stricture and the length was approximated to be four and a half centimeters. The physician then chose a nine centimeter stent. After the stent was deployed and fully expanded, it was observed under fluoroscopy that the length of the stent was not more then seven and a half centimeters. No action was taken to remove the stent, for it was covering the stricture. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.